Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("other injuries/symptoms: fatigue") and dysgeusia (""other" please describe: metallic taste in mouth."). The patient was treated with surgery (hyst. (Full), salping (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, back pain, fatigue and dysgeusia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dyspareunia, fatigue, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) conducted, specify: result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Event injury was updated and new events: dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, psych injury, other injuries/symptoms: fatigue, other. If "other" please describe: metallic taste in mouth were added. Outcome for events added. Lab data and new reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.